Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery life indicate it was time for replacement and a replacement surgery had been scheduled for (B)(6) 2020. Patient also stated that they experienced an increased in fullness and nausea. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that her 2nd implant did have a por - "return to factory" settings incident. No symptoms reported and no further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the battery life indicate it was time for replacement and a replacement surgery had been scheduled for (B)(6) 2020. Patient also stated that they experienced an increased in fullness and nausea. No further complications noted or anticipated.